Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the all buttons were hard to use. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had foggy screen. Customer also stated that there was fluid under the lcd display. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) esc button dome switch. No unlocked lcd keypad connector noted. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.